Manufacturer narrative:
Third party service agent evaluated the customer's device and was not able to verify the reported event on the date of the event. However, the reported issue of the device unexpected loss of power was verified in the review of the electronic patient records on a different date, not on the date of event. The reported issue was not able to be reproduced. After unrepeated repairs were performed, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Third party service agent evaluated the customers device and was not able to verify the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.  Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.